Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("e-viction (essure removal)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and vaginal odour ("bad smell/ stinky"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the vaginal odour had resolved. The reporter considered medical device removal and vaginal odour to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal and vaginal odour. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-viction (essure removal)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vaginal odour ("bad smell/ stinky") and nausea ("nausea"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and nausea outcome was unknown and the vaginal odour had resolved. The reporter considered medical device removal, nausea and vaginal odour to be related to essure. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media received. New event added: nausea. Reporter was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.